Event description:
Related to MFR report # 2183959-2012-02721, 02722. It was reported by the plaintiff's attorney that on or about (B)(4) 2009, the plaintiff was implanted with an ams elevate anterior to treat pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff "suffered from pain and dyspareunia, erosion, infections," continued incontinence, disability, and impairment.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.